Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was enrolled with an 8 cm high grade dysplasia. After a secondary focal ablation the pt experienced dysphagia. A mild stenosis was found and traversed the pt was dilated and symptoms resolved. Per the physician the severity of this event was moderate and relationship of the event to the device procedure was definite and there was no device malfunction.